Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Bolt at the end of the swivel bar has made a larger hole and will not stay in.